Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, visibility/palpability.

Event description:
Patient reported "breast hardening, with imaging examination showing non-nodular enhancement, followed by seroma puncture, with results consistent with seroma late", "hypoechoic laminar collection around implant, absence of atypical cells, presence of proteinaceous material interspersed with leukocytes, red blood cells, and histiocyte-like cells", "biopsy fragments containing architectural changes that fit into category b3 of the european breast pathology group, lesion of uncertain malignant potential", "complex sclerosing lesion consisting of usual ductal hyperplasia, columnar cell alteration, and atypical acinar proliferation", "flow cytometry positive for: cd2+, cd3+, cd4+ in 44.9%, cd5+/++, cd8++ in 18.8%, cd45++", "fibrous capsule with synovial metaplasia" and "histological framework and immunohistochemical profile consistent with seroma of inflammatory origin". This record is for the left side. The device remains implanted. Unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6a, d6b, h6.

Event description:
Device has been explanted and replaced.